Manufacturer narrative:
The technician found the rocker arm was broken. The technician replaced the rocker arm to repair the bed.

Event description:
Info received indicates the brake will not hold when set.